Event description:
It was reported that this device exhibited a gradual increase in right ventricular (rv) lead pacing impedance measurements (>2000 ohms) and variable, increased amplitudes. The physician elected to surgically explant and replace this device and the rv lead to resolve the event. It is unknown at this time if the rv lead is a boston scientific product. The device is expected for analysis, but has not yet been received. No additional adverse patient effects were reported.